Event description:
The hosp reported that during the case, the temperature display would increase and the "overtemp" and "probe fault" alarms would sound. The unit was changed out to continue the case with no effect to the pt.